Manufacturer narrative:
(B)(4). A review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2011. During the procedure, a clicking noise was coming from the motor drive unit. The sales representative believes that the connector is the problem. A second motor drive unit was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Damage to drive connector. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.